Manufacturer narrative:
Based on information provided and available, this event is assessed as an unintentional, use error ¿ failure to use a backup oxygen supply amidst a power outage as per stated in the IFU. While the patient did have backup oxygen bottles, she unfortunately was unable to get to them in time. This device is not indicated for life sustaining/supporting purposes. Thus, if the patient passed from loss of low flow o2, it is more likely the patient should have been on a different device that would have provided more adequate therapy. No further action is required.

Event description:
The manufacturer became aware of an allegation that a user of an everflo intl. Opi concentrator lost power due to local power blackout outage. The user was found on the floor next to her bedside tables deceased. The son stated that he thought his mum was trying to get the oxygen bottles and fell. The user was registered as a life-support patient with the electric company, which during scheduled maintenance outages family members are notified but not in the case during an unplanned blackout. Allegation as described in the newspaper article was not due to device malfunction however the concern that the power outage shut off the concentrator and therefore oxygen supply to the patient ceased. The user needed the oxygen for her emphysema. The family has not returned calls requesting the device be returned. No product returning. If further information becomes available regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
H3 other text : family not responding to return the device.